Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported ¨baker grade IV capsular contracture¨. Later healthcare professional reported "any creases", "folded" and "calcified". This record is for the left side. The device was explanted, replaced and will be returned.

Event description:
Healthcare professional reported ¨baker grade IV capsular contracture¨. Later healthcare professional reported "any creases", "folded" and "calcified". This record is for the left side. The device was explanted, replaced and will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported events of capsular contracture, calcification and crease/folding of implant was received on october 31, 2025, with lot number 2811067. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ calcification: not observed. ¿ crease / folding of implant: observed. None of the other observations performed during the device analysis (wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.